Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right ventricular lead, high out of range pacing impedances and high capture threshold values were exhibited. These lead measurements were variable during the procedure however unable to be resolved and thus the lead removed and replaced with another of a different model type. The attempted implant lead was later returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right ventricular lead, high out of range pacing impedances and high capture threshold values were exhibited. These lead measurements were variable during the procedure however unable to be resolved and thus the lead removed and replaced with another of a different model type. The attempted implant lead is expected to be returned for analysis. No resulting adverse patient effects were reported.